Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID 3998, lot# l99012, implanted: (B)(6) 2002, product type: lead. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal stenosis. Manufacturer representative reported they were at a normal battery replacement case on (B)(6) 2017 when they found the values on contacts 0-7 to be >10000ohms. It was reported that the patient was getting good stimulation. It was reported that they did not test intraoperative using the mltc. Manufacturer would check the lead numbering and try applying stimulation. A revision reportedly took place on (B)(6) 2017 to replace the extension and possibly the lead. After the revision, it was reported that the lead was broken and that the revision resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.